Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported that the device slipped. The hospital was unsure if the lock was in the correct position. It was reported that the device fell on the patient, and the patient was injured. When contacted, hospital representatives denied that there was any injury to the patient.